Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 row a was unresponsive due to liquid spillage inside the drawer. The field service engineer (fse) identified that the tray and three cubie pockets were damaged. Fse cleaned the affected drawer, replaced the damaged tray, and tested the unit. The station functionality was verified and confirmed to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 could not be recovered and displayed a device not detected on bus error. The customer attempted to recover storage space and rebooted the station; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.